Event description:
It was reported there was overpressure during procedure. The procedure was completed successfully.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: summary of evaluation: completed calibration and qip. Probable root cause: system design (tolerance stack up issue). Manufacturing / assembly/ service error. Use error: damage during shipping (inadequate packaging). Damage during shipping (abuse during transit). Tubeset locking mechanism malfunction. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported there was overpressure during procedure. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.